Manufacturer narrative:
D10 concomitant products: forcefxc, forcefxc force fx generator 110v x1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, a small circle shape was visualized in the rem pad and the patient had burn at the pad site. Patient had a pre existing bruise on abdomen. Rem pad was placed on abdomen over bruise. There was no additional intervention performed due to the issue. There was no issue with the unit used. Photo was submitted showing voids in the rem pad.

Manufacturer narrative:
Additional information: e4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the returned photo(s) noted: a photo of the patient's injury next to the device. Discoloring was noted on the returned electrode. It was reported that there was a device related burn and the pad gel has voids/bubbles. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.